Event description:
It was reported that the patient had a loss of therapeutic effect and that there was positionally less voltage than expected. It was noted that two times on the day of the report the patient was not feeling adequate stimulation when sitting. It was noted the patient looked and she was at 0.7v and typically she was 3.5 on program 2 and 9.5 on program 1 when sitting. A test was done in the office and sitting position was checked and showed 6.7. It was noted that it was stating upright. It was further reported that impedances were performed and all within normal ranges. It was noted that recharging was normal and that the patient was receiving effective therapy. It was noted the patient had only experienced the issue that day. The position of the battery was tested and showed normal readings. It was noted the patient was very happy with her therapy and reported approximately 70% relief. It was noted that the patient would be checked at her next appointment approximately three weeks away to see if it had happened again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).